Event description:
During routine testing of the device at the service center, the service technician reported that the cable covering each end of the connector was pulled back and wires were exposed. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.